Event description:
Additional information received from the patient further reported that the implantable neurostimulator (ins) had been moved to the left side from its initial implant location on the right side.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0w73d, implanted: (B)(6) 2015, product type: lead. (B)(4)

Event description:
The patient reported waking up on (B)(6) 2015 and felt that something was sticking her when she sat down to put her shoes on. Prior to this she had stretched in bed, then got up and was standing. It felt like a needle, like a pin, and something sharp was sticking her. This was reported as a sudden issue. Since the first time this happened, she felt it every time she sat down. The piercing pain was in between where the implantable neurostimulator (ins) and leads were put in, right in between that area in her butt. The pain was not in her back and she had to figure out how to sit down so that it was not sticking her. The patient immediately called her healthcare provider's (hcp) office, who made her come in to make sure it was not an infection. The hcp gave her a shot in her lower calf to take the pain away. She then saw her device hcp and an x-ray was taken. The hcp thought the patient had a muscle st rain and told her to take three aleve pills a day. The hcp had never had this happen before and stated it may be her sciatic nerve. The patient did not agree with the hcp and did not think she had a muscle strain and if it were her sciatic nerve she would have felt pain down her leg; she did not feel any pain down her leg. The patient was taking aleve as instructed, but still had the same pain as before. She also turned the device off, but the pain was still there. The hcp told her to come back in two weeks. She was very upset and about to have the device taken out. She could not take aleve for the rest of her life as it would affect her liver. The patient had been out of work and could not continue staying out of work. She did not expect any complications with this procedure and did not want to spend another week taking aleve. She was frustrated that nobody was listening to her and felt like her hcp thought she was crazy. She stated that she was about to lose it and it was driving her crazy. The patient knew what she felt and it was not a muscle strain. She could not get anybody to understand what she meant by something was sticking her. She was going to see her primary hcp on (B)(6) 2015. Additional information from the representative reports the healthcare provider took the patient to the or (operating room) on (B)(6) and repositioned the ipg (stimulator) in the pocket. Patient was seen for follow up and was much better. The patient's indication for use was gastrointestinal/pelvic floor.